Manufacturer narrative:
The device was returned but the engineering report is pending/ this device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two reports associated with the reported event and the related report number is 3004939290-2021-02332.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was put in a sheath (unknown); however, the sleeve cracked, and the sealant was exposed. The device did not go inside the patient¿s body. A new 6f/7f mynx control was pulled out, but the same thing happened. They pulled a 3rd device and hemostasis was achieved. There was no reported patient injury. The physician was trained to use the device and mynx certified. There was no visible bent/damage in distal end of the balloon shaft after removal. The mynx devices were handled and prepped per IFU. There was no excess force applied during insertion. The access site vessel was not tortuous and the patient was not morbidly obese. The patient's hospitalization was not extended as a result of the event. Additional patient and procedural details were requested but were unknown. The devices will be returned for evaluation.

Manufacturer narrative:
This is one of two reports associated with the reported event and the related report numbers are 3004939290-2021-02332 and 3004939290-2021-02333. As reported, a 6f/7f mynx control vascular closure device (vcd) was put in a sheath (unknown); however, the sleeve cracked, and the sealant was exposed. The device did not go inside the patient¿s body. A new 6f/7f mynx control was pulled out, but the same thing happened. They pulled a 3rd device and hemostasis was achieved. There was no reported patient injury. The physician was trained to use the device and mynx certified. There was no visible bent/damage in distal end of the balloon shaft after removal. The mynx devices were handled and prepped per IFU. There was no excess force applied during insertion. The access site vessel was not tortuous, and the patient was not morbidly obese. The patient's hospitalization was not extended as a result of the event. Additional patient and procedural details were requested but were unknown. Device case-2021-00163086-2 was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis both button 1 and button 2 were not depressed and the stopcock was open. The syringe was not connected to the device. The sealant sleeve assembly was slightly kinked/bent with the side slits slightly open. The sealant was not exposed along the catheter and remained in the manufacturing position. The procedural sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from the distal end of the sheath catch to the proximal end of balloon was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant sleeve assembly was slightly kinked/bent, and that the sealant was not exposed along the catheter but remained in the manufacturing position. No cracks were found in the sealant sleeve assembly. A product history record (phr) review of lot f2117501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves cracked¿ and ¿premature deployment¿ were not confirmed during analysis of the returned device. The exact cause of the events could not conclusively be determined. Procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.